Event description:
Complainant alleged that while attempting to defibrillate a pt the device charged to the selected energy, however when the user pressed the discharge button, the device's screen went blank. The device was charged a second and third time, and when the user pressed the discharge button, the device's display went blank. Upon the fourth attempt to defibrillate, the device discharged the energy successfully. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.